Manufacturer narrative:
The lead was capped, therefore, it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. No subsequent device or clinical adverse events have been reported. The event will be re-evaluated if additional info becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
On (B)(6) 2014, the customer reported that this pt's ventricular lead was capped on (B)(6) 2014. The impedance was greater than 3000 indicating a lead fracture. No subsequent device or clinical adverse events have been reported. The lead was actively implanted for approximately 2 years, 11 months.